Manufacturer narrative:
(B)(4). A technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcbs.

Event description:
It was reported that a ventilators top display was erratic. There was no patient involvement.